Event description:
On (B)(6) 2023 procedure diagnostic cerebral angiogram performed with intent to perform mechanical thrombectomy, penumbra red 62 kit reperfusion catheter used, thrombectomy was unsuccessful, upon removal of red 62 kit catheter, md (B)(6) noted catheter appeared overstretched/ uncoiled which is not normal. Catheter kept and provided to management for further reporting and request for quality review by penumbra ( requesting dr. Sheriff). Penumbra representative erik wolf notified of catheter and stated this has not been reported as a faulty device/catheter from his company.